Event description:
It is reported that a customer experienced low blood glucose of 26 mg/dl. The customer stated that they were recently discharged from the hospital for kidney failure and bronchitis. The customer also mentioned that they had issues with blood clogs. There was no mention of their insulin pump malfunctioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.